Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that a cardiopat machine drain seemed clogged due to fluid spill. No pt/operator injury was reported.

Manufacturer narrative:
The device was returned and evaluated. A major blood spill resulting in fluid ingress with damage to electrical components was found. The electrical components that need to be replaced due to fluid ingress are power supply, centrifuge, top deck distribution board, and driver board. The device will be upgraded to the current revision pending customer authorization for repair. (B)(4).